Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported the device overheated during an inspection at the user facility. No associated procedure and no patient involvement were reported with this event.

Event description:
It was reported the device overheated during an inspection at the user facility. No associated procedure and no patient involvement were reported with this event.